Manufacturer narrative:
Failure analysis is in progress and if there are add'l findings, it will be submitted once the quality investigation is completed.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure, which was completed with a readily available alternate device without any clinically significant procedure delay, and no adverse consequences were reported.